Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation but was checked locally. The air sensor was found to be defective and was sent back to brézins for further investigation. Once in brezins, a visual control was performed, nothing was noticed during external visual check. Following visual inspection, cross tests were performed and the reported event was confirmed. This complaint is considered as valid and the root cause is likely due to a defective air sensor. Please be informed that CAPA was opened for defective air sensor. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported: problem: staff reported that device was not working properly. Action: no further info given. Proceeded with full pm tests. Was unable to complete pressure sensor test, device gave air bubble alarm that was unable to clear. Attempted calibration of air sensor. Could not communicate with device. Asked pump repair tech about issue. Repair tech suggested troubleshooting steps. Verified that other calibration were able to be performed. Disassembled device and checked connections, connections were good. Replaced air bubble sensor. Reassembled. Performed air calibration. Performed air bubble test, passed. Completed the rest of pm steps. Resolution: device passed all steps. Returned to service." Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.